Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer reporting the spinal cord stimulator "pulls a full-on electrocution until death" and patient is a survivor. It was also reported patient had chills without a trace only massive heart attack. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had been ¿crippled¿ and ¿electrocuted¿ by the device and they noted it had ¿been out for a long time¿ at the time of follow-up. The device was stated to have a ¿defect¿ where it ¿electrocutes and it kills¿ that the patient noted they had survived. It was noted the patient was in ¿extreme pain for the rest of life and in a wheel chair¿ at the time of follow-up. The patient reported that he needed to have his device replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they sat in a wheelchair in pain as of (B)(6)2017. It was further reported the patient¿s ins was malfunctioning at the time of follow-up and had ¿malfunctioned from day 1.¿ it was noted that programming attempts were made, but did not resolve the issue. It was stated that they ¿got it close, but not close enough¿ and as a result the patient had to ¿overstimulate it.¿ the stimulation did not get to the target area and as a result, the patient reported they had to ¿overstimulate it.¿ the stimulation reportedly made the patient¿s ¿toes curl.¿ the patient stated that they needed a replacement device. It was reported the patient could not use a regular wheelchair and instead had to be laid back and that they needed more help than they had at the time of follow-up. The patient could not get their stimulation to ¿go high enough to where it used to go.¿ the patient was ¿crippled permanent in a wheelchair¿ at the time of follow-up. The patient reported their device was a ¿killing machine and it will leave no trace and [he] just wanted it fixed.¿ it was also reported the device was not working right, in that the left controlled the right and the right controlled the left. No further complications were reported or anticipated. Please see regulatory report #3004209178-2016-04330 for information regarding the patient¿s first ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he had been in a ¿bad accident with the stimulator¿ that had left him ¿majorly crippled, bed ridden.¿ the patient noted they experienced ¿electrocution¿ that ¿felt like 110 cur¿ and that it ¿broke¿ him and ¿put [him] in a wheelchair.¿ the patient stated they ¿would have died¿ from the electrocution. As of 2017-(B)(6), the patient had inquired about ¿upgrades from what his stimulation was¿ and stated that he needed to have the device replaced. No further complications were reported or anticipated.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient thought they were a first time failure because ¿it¿ would quickly put you into a heart attack. After a full electrocution in the patient¿s spinal area, they had a failed myelogram, finished off their back, broken hips and stuff, and in a wheel chair. No further complications were reported or anticipated.